Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2013 and sparc self fixating sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to pain, discomfort, stress urinary incontinnce and anterovaginal wall prolapse.(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.